Manufacturer narrative:
Corrected data: product code and common device name added.

Event description:
It was reported that the plastic lock pulled away from the adhesive backing from paralyzed patients.